Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-04018. It was reported that the right atrial and right ventricular leads exhibited noise, which was reproducible with isometrics. The leads were capped and replaced. The patient was in stable condition.